Event description:
Per the clinic, it was reported that the patient experienced extrusion of the receiver stimulator throughout the skinflap. The patient was treated with multiple rounds of oral and topical antibiotics, and suturing of the site was attempted; however, the issue was not resolved. Revision surgery is planned to close the wound; however, has yet to occur as of the date of this report.

Event description:
A skin flap revision was performed under a general anaesthetic. The antibiotics were administered IV and topical.

Manufacturer narrative:
A skin flap revision was performed under a general anaesthetic. The antibiotics were administered IV and topical. This report is submitted on september 7, 2020.